Manufacturer narrative:
(B)(4). Exemption number e1998007. Brand name: vloc90, vloc180 abs, biosyn. Manufacturer name, city and state: davis & geck (B)(4). Device identification: vlocm2145, vlocl0033, sm-5690. 3 devices evaluated. (B)(4). Of the 3 events being reported, 2 events were unable to determine the root cause, and 1 event had no device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes <(><<)>noe> 3 <(><<)>/noe> malfunction events reported between july 1, 2018 and september 30, 2018. 3 events associated with the undesired damage or breakage of those materials used in device construction.